Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not lying flat and they were having trouble communicating with the physician programmer (8840) at times. The patient¿s health care professional (hcp) was unable to communicate with 8840 on one office visit but the next was able to communicate fine. The hcp decided just to go ahead with replacement since the patient¿s settings were high and he suspected that the ins was flipping in the pocket. When they removed the ins, they were able to communicate with the 8840.